Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead in the form of diaphragmatic or phrenic nerve stimulation. The lead was programmed off and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.